Event description:
Customer reportedlyobtained results of 70 mg/dl, 322 mg/dl, and 443 mg/dl on the compact system within 10 minutes. No action was taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.